Manufacturer narrative:
Please note that the following sections are being updated based on additional information received from the device return on 04/28/2021: section d. Box 4. Lot #; section d. Box 4. Catalog #; section d. Box 4. Expiration date; section d. Box 4. Unique identifier; section h. Box 4. Device manufacture date. Evaluation of the returned neuron 070 revealed that the distal shaft of the catheter was kinked, ovalized, and stretched. If the peel-able sheath (supplied by (B)(4)) is not used to protect the distal shaft of the catheter during insertion into another device, resistance may be encountered and damage such as kinks and ovalization may occur. If the device is forcefully retracted against resistance, damage such as stretching may occur. During the functional test, resistance was encountered while attempting to advance the distal shaft of the returned neuron 070 into a demonstration peel-able sheath, and the neuron max could not be advanced at all due to the distal damage. No further testing could be performed. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron 6f 070 delivery catheter (neuron 070) and a non-penumbra sheath. During the procedure, the physician experienced resistance while advancing a neuron 070 into the sheath. Therefore, the neuron 070 was removed. The procedure was completed using a new neuron 070. There was no report of an adverse effect to the patient.